Manufacturer narrative:
A4): patient's weight unk. D4): device serial number unk. G4): 510k/PMA number is not applicable. De novo number: den210024. H3): the device was discarded, thus no investigation could be completed. H6): based on the complaint details and philips physician assessment, the device buckled when forward pressure was applied, indicating that excessive force was likely applied during use. The spectranetics IFU states to use gentle pressure on the laser sheath to advance the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A procedure commenced to remove an inferior vena cava (ivc) filter due to the filter no longer indicated. A philips 14f cavaclear laser sheath was used, with an 18f outer sheath, down the external jugular (ej) to attempt filter removal. During the procedure, the outer jacket buckled upon forward pressure near the bifurcate handle, resulting in a breach of the outer jacket. The physician felt heat from the buckled area on his gloved hand, but there was no injury detected. Use of the cavaclear was immediately discontinued, and the procedure was completed with use of endobronchial forceps with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.